Manufacturer narrative:
Because the doctor did not respond to requests for further information, it could not be confirmed whether the incidents occurred while the patients were still in the dentist's chair or after they had left the office. The product was not returned from the doctor, therefore a retain sample was evaluated for adhesive strength and was found to be within product specifications. This has led to the conclusion that this incident is due to a user or technique-related problem and not to a product failure and because there have been no other incidents associated with this product lot, this incident appears to be an isolated incident. This lot is currently under a recall action dated august 19, 2010. (B)(4).

Event description:
On (B)(6), 2010, a doctor reported that restorations that had been placed with fusio a2 liquid dentin debonded. This is the first of two reports.